Manufacturer narrative:
This follow-up report is being filed to relay product information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Legal counsel for patient reported that patient underwent right total hip replacement on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008, due to patient allegations of pain, dysfunction and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date.